Event description:
It was reported that insulin dosing stopped shortly after the user replaced both the cgm sensor and transmitter, the app displayed a sensor failure message, and the pump initially showed no readings until the correct transmitter ID was entered, after which the pump displayed glucose of 231 mg/dl consistent with hyperglycemia. Symptoms included thirst. Outcomes included no hospitalization or medical intervention reported. Investigation included customer service troubleshooting, verification and correction of transmitter pairing, and education on proper cgm configuration with the ilet system. Investigation of this case revealed that a mismatched transmitter ID led to loss of cgm data, resulting in dosing interruption and subsequent hyperglycemia, with sensor failure also reported on the cgm app. It was concluded that the event was related to cgm setup and data transmission issues rather than an ilet pump malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.